Manufacturer narrative:
(B)(4): the rods have been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at t1-s1. Sometime post-op the patient underwent a revision surgery to replace the rods that were found to be fractured. The patient was fused at all levels except the fx rods level (info not provide). No additional information was provided.

Manufacturer narrative:
Visual review confirms rod breakage. Multiple witness marks noted on rod. No surface defect noted adjacent to the initial crack propagation area that could contribute to crack initiation and propagation identified. Damage and smearing of fracture surface noted. Examination of the fracture surface identified multimodal fractures, with initial region with evidence of progressive convex striations (beach marks) approximately ~40% respectively of the way through the cross-sectional area, followed by another region of increased material disruption, riverlines, and shear lips, which are consistent with overload which appears to have resulted in ultimate failure of the implant. Dimensional inspection confirms rod diameter both above and below the fracture within print specification. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implants. Unable to determine root cause, due to evidence which could support multiple conclusions.